Event description:
It was reported that during the 8 months aftercare, the patient constantly worried about severe pain and inflammation in the place of installation of the anchor smith & nephew twinfix ti 5.0, restriction of movement, numbness of the external surface of the hand and fingers and the head of the bicep. In this period the patient was constantly observed with the therapist and neurologist. She proceeded with the restorative treatment and physiotherapy, repeatedly took a cure of anti-inflammatory drugs, but the positive effect of treatment did not come. On (B)(6) 2018, the patient independently reviewed the multi-layer spiral CT examination which she was conducted on the basis of the city polyclinic and she found that the anchor smith & nephew twinfix ti 5.0 came out of the bone on the distance about 7 mm.

Manufacturer narrative:
Updated as adverse event. Information added other serious (important medical events). Expiration date added. Type of reportable event as serious injury. Device manufacture date added.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown.